Event description:
A (B)(4) distributor emailed zoll to report that an unk pt's "plug from the monitor" was broken. The pt was issued a replacement electrode belt.

Manufacturer narrative:
Device eval summary: device eval of electrode belt sn (B)(4) has been completed. The reported problem (belt connector cracked) has been confirmed. As received, the electrode belt trunk connector housing was broken. The connector locking nut was cracked, which would not properly secure the belt in the monitor. The root cause for the cracked locking nut was not positively identified, but was likely due to excessive force. The electrode belt was otherwise fully functional and could properly monitor a cardiac signal. No adverse event resulted from the defective connector. The pt received a replacement electrode belt.